Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation due to the ipg being inoperable (date of event unknown). A sjm representative confirmed the issue by using multiple external devices. Surgical intervention will be taken at a later date to address the issue.